Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection and swelling around the device. The technical service (ts) referred the patient to clinic to discuss weight monitoring options. No additional adverse patient effects were reported. This device remains in service.